Event description:
(B)(4). The dealer reported that the barpkgivc-1633 bariatric electric bed head section suddenly rose without command, and smoke came from underneath the unit. Additionally, upon inspection, scorch marks were found on the junction box. There was no injury reported.